Event description:
Caller states customer administered actrapid insulin based on result of hi (greater than 600 mg/dl) obtained on the mobile system. 15 minutes later customer tested 51 mg/dl. An unspecified amount of time elapsed, and customer became hypoglycemic. A nurse provided the customer with dextrose and sweetened drinks. An emergency physician took him to a clinic and the customer was treated with a glucose infusion. Customer was hospitalized for the night. Caller states the mobile system read approximately 200 mg/dl higher than a lab value (caller could not recall the results). Requested return of suspect device, however test strips have been discarded; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.